Manufacturer narrative:
Both the clearlink system continu-flo solution set and the one-link needle-free IV connector were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional examination was performed by manually connecting the clearlink continu-flo solution set to the one-link device. There were no issues noted with the clearlink system continu-flo solution set; however, it was determined that the one-link connector would no allow a secure fit. The reported condition was verified; however, the clearlink continu-flo solution set operated as expected. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set disconnected from a one-link needle-free IV connector. The event was further described as when the nurse hooked up the intravenous (IV) tubing it immediately disconnected. The tubing and the IV fluids were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.